Event description:
During a laparoscopic gastric bypass procedure, the device did not cut, and there were malformed staples. Another like device was used, and it failed. A third like device was used to complete the procedure. There was no pt consequence.